Event description:
A sales representative stated an fms balloon tore when inserting her finger into the finger pocket while using the device for demonstration purposes at a skills day.

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. The sales representative also stated she was unsure of how long or how many times the kit was used for demonstration purposes. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site, thus both potential manufacturing site numbers are listed below. (B)(4)..